Event description:
On (B)(6) 2014 a stent was implanted; (B)(6) 2015 - physician tried to take out the stent out of patient but unfortunately the stent broke in 2 pieces. They could remove the rest of the stent too.

Manufacturer narrative:
Fracture is an inveterate problem not only our products but products from other manufactures have. It can be affected by condition of patient's lesion, peristalsis, or usage of medicine. According to the reported info of surgical procedure, the fracture occurred during removal of the stent after 6 months of implantation. The subject device was not returned, so our investigation was proceeded with provided picture. It was found that the fracture occurred at point of one third proximal part of the stent and that the removal suture was still in its position without being disconnected at the proximal end of the stent. First, it is confirmed from the device history record that the subject product had been manufactured with no significant issue and passed all the inspections. It was not possible to identify the exact cause due to lack of info about the patient and difficulty of simulate the operation replay; however, the possibility is suspected that the fracture occurred by the force applied as a trigger during the procedure of stent removal at the rigidity weakened part due to the condition of patient's lesion and peristalsis for six months of implantation in biliary tract. The subject model is not registered in the us, however, it was decided by the firm that we proceed MDR reporting as an event of stent fracture even though there was no damage to the patient due to this incident, the firm will also monitor similar cases in case of occurrence in the future: fracture might occur from the patient's peristaltic action. For this issue, it is documented in the product's user manual. However the suspected device is not registered to us FDA and it has not been shipped into the us; for "a. Patient info", we, taewoong and our distributor could not get more detail patient info because the hosp did not open the patient info.